Event description:
It was reported that during a pulse field ablation (pfa) procedure an inqwire guidewire was used. A non-boston scientific mapping catheter was used to map the right atrium and a check was done using a non-boston scientific intracardiac echocardiography (ice) catheter to rule out right and left effusions. The transseptal puncture (tsp) was performed mid-anterior. After the radiofrequency (rf) wire and sheath were past the septum the mapping catheter was inserted to pre-map voltage in the left atrium (la). After mapping, the farawave catheter was inserted to begin ablation. The four pulmonary veins were ablated with a couple extra ablations being performed in the left superior pulmonary vein (lspv) more distally due to a long vein sleeve. Ablations were also made on the posterior carina and the anterior septal area, which constituted off label use of the device. During the procedure the patient's activated clotting time (act) was around 291 to 299 seconds. The procedure was able to be completed, and the patient was discharged after the recovery period. Five days later the patient came back to the hospital for an emergent follow up, experiencing an st segment elevation. A blood clot was suspected, and transesophageal echocardiography (tee) was performed to try and view the clot. The patient was taken to the intensive care unit (ICU). The patient received surgery where it was found that a clot had not occurred, but rather an intramural hematoma located in the left atrium. No endothelial disruption was seen during the surgery. It was speculated that the hematoma may have occurred when wiring the right veins in the la, as the tip of the wire may have been up against tissue or the back wall of the heart. The patient fully recovered from the complications.

Manufacturer narrative:
The suspect device was discarded and is not expected to be returned for evaluation. A review of the product history and complaint database could not be performed since the lot number was not provided. Nonconformance's of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.